Event description:
It was stated that the customer was taken to the doctor's office twice due to high blood glucose levels. No blood glucose levels were reported. It was stated that the customer was ill and had ketones both times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.